Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the latch was broken on a v60 ventilator stand. It is unknown if the ventilator was in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07jan2019. Date received by manufacturer: 04jan2019. The customer conducted troubleshooting with technical support over the phone. Technical support recommended replacing the quick release latch. Multiple attempts were made to retrieve the patient involvement and repair information; however, no response was received.